Event description:
Pacemaker lead suffered an insulation break and was unable to function unless pacemaker was programmed in unipolar mode. The generator was also replaced because it was nearing "end of life" but it was not defective.